Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The total daily insulin delivery records correctly reflect the users programmed basal rates. The basal history for (B)(6) 2017 appears to be inaccurate due unexplained loss of prime at 07:09; deliveries resumed at 07:18. Unexplained loss of prime at 8:21; deliveries resumed at 08:30. A rewind, load, prime at 08:52; deliveries resumed at 09:15. Unexplained loss of prime at 09:48; deliveries resumed at 09:58. A 0.00u/hr basal rate was set from 10:13 to 10:19. An unexplained loss of prime at 11:28; deliveries never resumed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history. The down keypad button was found to be under-responsive. The button contact was found to be cracked. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was between 250-499 mg/dl with nausea and symptoms of dehydration. The reporter noted the patient did received unspecified treatment from a healthcare provider, they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump¿s basal history did not match the programmed basal rates. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.